Manufacturer narrative:
Results: the returned neuron max was kinked at approximately 87.0 cm and 90.0 cm from the hub. The catheter was damaged at its distal shaft approximately 93.0 cm ¿ 94.0 cm from the hub and the coils inside the catheter were exposed. The distal tip was damaged. A portion of the markerband was fractured off from the catheter tip and not returned for evaluation. Conclusions: evaluation of the returned neuron max confirmed a distal shaft damage and the coils were exposed. If the device is forcefully retracted against resistance, damage such as this may occur. No other devices used in the procedure were returned for evaluation, therefore, the root cause of the resistance could not be determined. The complaint indicated that the neuron max was used to complete the procedure. Further evaluation of the neuron max revealed kinks. These kinks were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a medical procedure to place a stent using a neuron max 6f 088 long sheath (neuron max) and a non-penumbra sheath. After the procedure was completed, the physician had difficulty removing the neuron max. Upon removal of the neuron max, it was noticed on the back table that the neuron max had exposed wire. It was reported that the neuron max may have been fractured. There was no report of an adverse effect to the patient.